Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had been having trouble with urinating and was having back pain. Patient noted that they had trouble urinating and that was why they had the device implanted. Patient stated that they drink lots of water and feels they have to go and it won't come out. Patient also stated that they went to a nurse practitioner (np) the day prior to the report and was put on an antibiotic. Patient mentioned they couldn't urinate for the np so they were unable to really test if patient had any issues. Patient said that they had been using their machine sometimes. During the call, patient was walked through their settings on the patient programmer and showed being at 3.3v with stim on. It was reviewed that patient could consider increasing stim as long as it was comfortable. Patient increased to 3.4v and said they could feel it and comfortable. It was explained to patient that the patient programmer and antenna didn't have to be worn all the time to have therapy be on and effective. Moreover, it was explained to patient that the amount of stimulation is up to the patient and their healthcare professional. It was unknown if the pain was related to the device or therapy. Patient mentioned that they had a follow up appointment with their hcp on thursday (B)(6) 2018. No further complications were reported or anticipated.